Event description:
It was reported that during a laparoscopic cholecystectomy, the device was inserted and a hissing sound was heard. It was determined that the cap was "bad" and the device leaked. Another trocar was used to complete the procedure. There was no harm to the pt. The device was reported to be discarded.

Manufacturer narrative:
The device was not returned to the MFR for eval and was reported to be discarded. The device packaging was returned, and the device history record was reviewed with no discrepancies noted.